Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the intra-aortic balloon (iab) "got torn." It was stated that while in the ICU (intensive care unit) the iab was inserted sheathless. The iab was removed and replaced. There was a delay / interruption in intra-aortic balloon pump (iabp therapy). There was no reported harm to the patient. The sales representative will be visiting the customer (B)(6) 2015 and at that time will try to obtain further information about this event. Additional information received on 05nov2015: indication for counterpulsation: post operativ. There was a class 1 alarm, helium loss/pump stop. The iab was removed and replaced in the same insertion site. There was a greater than 15 minute delay in iabp therapy. Patient complications were reported as "apoplectic insult (stroke) however the causality (relationship) is not cleared." It was noted that the pump used for this patient was the iap-0500d, s/n (B)(4), software level 2.24.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fiberoptix sensor (fos) iab. The iab hemostasis cuff was connected to the cathgard. Blood was observed on the exterior of the bifurcate and on the interior of the cathgard. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend was noted approximately 5.5cm from the iab distal tip. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iab. The pump status displayed "ok" indicating the fiber is fully intact. The iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. See other remarks section for continuation. Other remarks: a lab-inventory 0.025 inch spring wire guide (swg) was front loaded through the iab luer. Resistance was noted at approximately 9.4cm and 77.2cm from the iab luer end. No blood or debris was noted. The swg was back loaded through iab distal tip. Resistance was noted at approximately 5.4cm and 73.7cm from the iab distal tip. No blood or debris was noted. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iab was connected to an iabp with lab inventory driveline tubing. The iab was inserted into the "t"-tube and 100mmhg backpressure was applied. The iab was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of a leak suspected is not confirmed. The alarm could not be reproduced during functional testing; however, the iab was found bent. This could have potentially been the cause of the helium loss alarm issues during the procedure. The root cause of the complaint is undetermined.

Event description:
It was reported that during use the intra-aortic balloon (iab) "got torn." It was stated that while in the ICU (intensive care unit) the iab was inserted sheathless. The iab was removed and replaced. There was a delay / interruption in intra-aortic balloon pump (iabp therapy). There was no reported harm to the patient. The sales representative will be visiting the customer week (B)(6) 2015 and at that time will try to obtain further information about this event. Additional information received on (B)(6) 2015: indication for counterpulsation: post operative. There was a class 1 alarm, helium loss/pump stop. The iab was removed and replaced in the same insertion site. There was a greater than 15 minute delay in iabp therapy. Patient complications were reported as "apoplectic insult (stroke) however the causality (relationship) is not cleared." It was noted that the pump used for this patient was the iap-0500d, s/n (B)(4), software level 2.24.